Manufacturer narrative:
Device evaluation service repair noted image disappearance occurs during ud direction angle operation due to damage to the imaging unit. Image has angle noise. The customer reported issue of " video flickers when operating angles " could be confirmed. Furthermore, the following findings during inspection were noted on the device: the curved pipe deformed . The curved rubber adhesive is missing. Switch #1 (sw1 ) found non functional. Scratches were observed on universal cord, grip operation part , video connector, light guide connector, cover glass due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of video flickers when operating angles . The issue found during an unknown event. No patient harm, no user injury reported due to the event. Device found image disappeared during up/down (ud) direction angle operation due to damage in imaging unit (defective circuit/ shielding) this report is being submitted for no image due to damage in imaging unit found on device evaluation.

Manufacturer narrative:
Correction: operator of device- health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit. Olympus will continue to monitor field performance for this device.